Manufacturer narrative:
The device serial/lot number is unknown; therefore, UDI: (B)(4). The manufacturing location is unknown.. Device manufacture date is unknown.. The device serial or lot number is unknown. Concomitant medical products and therapy dates: lid devices and console devices, therapy date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation procedure for tibial shaft fracture and distal fibula fracture, it was observed that the battery handpiece device did not work. It was reported that the nurse reset the batteries a few times and the handpiece worked. It was reported that the device was being used with two lid devices and two power module devices. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.